Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-s1 re-decompression and fixation; and l4-s1 posterior lumbar interbody fusion. Intra-op, while performing final tightening of the left side l4 set screw with the driver, the set screw did not get caught by the driver. When the images were checked, set screw was found to be deviated towards the caudal side. The reported set screw was replaced with a new one; but while inserting a new set screw, the tab of the screw broke. So, final tightening could not be performed at this site; but all of the left sites were tightened and the operation was completed. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported.